Event description:
Report was received that stated increased infections have been noted in patients where clearlink luer valves have been added to arterial lines. There has been no substantiation by infectious control at the facility. Additional info requested, but not received as of yet.